Manufacturer narrative:
The batch history analysis was performed, quality notifications and maintenance records verified for the batch in question and no records were found potentially related to reported failure. Evaluation of the sample provided by the client and the description of the incident were performed, but it was not possible to confirm the occurrence. It was not possible to confirm that the defect would be related to the bd process.

Event description:
It was reported that the bd plastipak¿ syringe leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "I attended a customer and the syringe leaked very liquid, I kept it and the batch is: 8176658."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "I attended a customer and the syringe leaked very liquid, I kept it and the batch is: 8176658."